Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient exchanged the system controller after experiencing a red heart alarm and pump stoppage. The log file confirmed one pump stoppage. Patient has known internal driveline fracture.